Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 15% to 5% after being connected to a power source. The customer was also having difficulty charging the pump. In addition, the customer was experiencing an elevated blood glucose (bg) level 200-300 (mg/dl) since the day prior to contacting tandem technical support. A bolus and injections were administered to address bg level. The customer stated they were unsure of the reason for the elevated bg level and declined troubleshooting for the bg issue with tandem technical support. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).